Manufacturer narrative:
Initial reporter zip code: (B)(6).

Event description:
The customer is finding that it does not stick very well and when they have to redo it with a new iv3000 patch, it actually takes their infusion set out and they have to replace their inset again.